Event description:
The spring has gone and does not hold or release the broach. This was identified during the intra op. Another identical device was immediately available. Case was completed as originally planned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.